Event description:
The user facility reported a 59-year-old female with a proximal left main lesion was to undergo surgery for coronary artery bypass grafting. The patient was implanted with an impella cp device for mechanical circulatory support. The patient developed pericardial effusion during support. The etiology of the effusion was unknown and a drain was required as treatment. The pump was ultimately removed after the patient regained hemodynamic stability, however, a "small" pericardial effusion remained.

Manufacturer narrative:
The impella device was not received from the customer and, therefore, an evaluation of the device was not possible. The data logs and clinical report were evaluated. There is no evidence in the data logs that the pump was deep into the ventricle. The clinical account also mentions the relationship to impella is unknown. With this evidence, the root cause of the ventricle perforation leading to the pericardial effusion could not be determined. Any relationship to impella could not be confirmed. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿